Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('gynaecological pains following the insertion of essure') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adenomyosis ("few small foci of adenomyosis "). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis and pelvic pain with essure. The reporter commented: incident date reported as (B)(6) 2019. Essure sample was available. Most recent follow-up information incorporated above includes: on 12-feb-2020: all follow-up attempts were completed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('gynaecological pains following the insertion of essure') and adenomyosis ('few small foci of adenomyosis') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adenomyosis (seriousness criterion medically significant). The patient was treated with surgery (essure removal (hysterectomy and salpingectomy) and hysterectomy and salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and adenomyosis outcome was unknown. The reporter considered adenomyosis and pelvic pain to be related to essure. The reporter commented: incident date reported as (B)(6) 2019. Essure removal was performed due to medical reasons. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: essure removal questionnaire received (partially answered): initials gs amended to sg.the event ¿few small foci of adenomyosis¿ was upgraded to medically significant. Assessment of the events added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('gynaecological pains following the insertion of essure') and adenomyosis ('few small foci of adenomyosis') in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adenomyosis (seriousness criterion medically significant). The patient was treated with surgery (essure removal (hysterectomy and salpingectomy) and hysterectomy and salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and adenomyosis outcome was unknown. The reporter considered adenomyosis and pelvic pain to be related to essure. The reporter commented: incident date reported as on (B)(6) 2019. Essure removal was performed due to medical reasons. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('gynaecological pains following the insertion of essure') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adenomyosis ("few small foci of adenomyosis"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis and pelvic pain with essure. The reporter commented: incident date reported as (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('gynaecological pains following the insertion of essure') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and adenomyosis ("few small foci of adenomyosis "). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis and pelvic pain with essure. The reporter commented: incident date reported as (B)(6) 2019. Essure sample was available. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.